Manufacturer narrative:
Continuation of d10: product ID sfr-4-20, (b528859); product type: ; implant date n/a; explant date n/a, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thrombectomy procedure, the solitaire fr stent could not be pushed into the microcatheter and had obvious creases, which raised suspicions of a quality issue. The surgeon encountered difficulty in pushing and delivering the stent into the rebar-18 microcatheter, and upon removal, observed creases on the stent body and at the connection. Resistance was encountered during the procedure, and stent damage was noted. A new thrombectomy stent was subsequently used, and the blood vessel was successfully opened.